Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), seizure ('seizures / neurocondition/problem mild seizures shaking severely'), type 1 diabetes mellitus ('type 1 diabetes') and gallbladder operation ('galblader surgery,surgery (other) ¿ gallbladder') in an adult female patient who had essure (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute sinusitis and cholecystectomy. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced type 1 diabetes mellitus (seriousness criterion medically significant). In 2014, the patient experienced neuropathy peripheral ("neurological conditions :neuropathy"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient underwent gallbladder operation (seriousness criterion medically significant). In 2015, the patient experienced seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), rash ("rash / skin condition ; rash"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problem") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), feeding disorder ("lost a lot of weight due to not being able to eat for weeks at a time") and dyspepsia ("digestive problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, seizure, abdominal pain, back pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, weight decreased and dyspepsia had resolved, the type 1 diabetes mellitus, gallbladder operation, rash, urinary tract infection, alopecia, tooth disorder, migraine, nausea, neuropathy peripheral and feeding disorder outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeding disorder, female sexual dysfunction, gallbladder operation, migraine, nausea, neuropathy peripheral, pelvic pain, rash, seizure, tooth disorder, type 1 diabetes mellitus, urinary tract infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure devices are seen in both fallopian tubes with normal positioning. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Lot number: 626214 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), seizure ('seizures / neurocondition/problem mild seizures shaking severely'), type 1 diabetes mellitus ('type 1 diabetes') and gallbladder operation ('galblader surgery,surgery (other) ¿ gallbladder') in an adult female patient who had essure (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute sinusitis and cholecystectomy. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced type 1 diabetes mellitus (seriousness criterion medically significant). In 2014, the patient experienced neuropathy peripheral ("neurological conditions :neuropathy"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient underwent gallbladder operation (seriousness criterion medically significant). In 2015, the patient experienced seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), rash ("rash / skin condition ; rash"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problem") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), feeding disorder ("lost a lot of weight due to not being able to eat for weeks at a time") and dyspepsia ("digestive problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, seizure, abdominal pain, back pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, weight decreased and dyspepsia had resolved, the type 1 diabetes mellitus, gallbladder operation, rash, urinary tract infection, alopecia, tooth disorder, migraine, nausea, neuropathy peripheral and feeding disorder outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeding disorder, female sexual dysfunction, gallbladder operation, migraine, nausea, neuropathy peripheral, pelvic pain, rash, seizure, tooth disorder, type 1 diabetes mellitus, urinary tract infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : lot number added. Following events were added : neurological conditions :neuropathy, lost a lot of weight due to not being able to eat for weeks at a time, digestive problems. Outcome of fatigue, seizures was changed from unknown to recovering/resolving and outcome of weight loss was changed from unknown to recovered/resolved.medical history,concomitant conditions and reporter information added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), seizure ('seizures / neurocondition/problem'), type 1 diabetes mellitus ('type 1 diabetes') and gallbladder operation ('gallbladder surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced type 1 diabetes mellitus (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash / skin condition"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraines / headaches") and nausea ("nausea"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, female sexual dysfunction and dysmenorrhoea had resolved and the seizure, type 1 diabetes mellitus, gallbladder operation, rash, urinary tract infection, fatigue, alopecia, tooth disorder, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder operation, migraine, nausea, pelvic pain, rash, seizure, tooth disorder, type 1 diabetes mellitus, urinary tract infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Patient demographics were added. Lab data added. Event injury nos replaced by specific events: pelvic pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, rash, skin condition, uti, hair loss, fatigue, dental problem, migraines, headaches, neurocondition/problem, seizures, nausea, weight loss, type 1 diabetes and gallbladder surgery. Patient underwent a hysterectomy + bilateral salpingectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.